Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model because the patient reported monocular diplopia. Follow up information was received from the surgeon, who reports the event resolved following the lens exchange. An unapproved viscoelastic was used during the initial implant procedure.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause can be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 05/25/2011 by fax and mail. A completed questionnaire was received 05/26/2011. (B)(6).